Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she experienced high blood glucose level (300-600 mg/dl) and believed that it was due to a bent cannula which she noticed upon removal of infusion site. Therefore, the patient tried to treat high blood glucose level with a correction bolus via pump, but on (B)(6) 2019, she was hospitalized with diabetic ketoacidosis as she had ketone levels. According to the healthcare professional, ketone level were not dangerous/life threatening. Moreover, the infusion had been used for three days and she did not notice any damage when the package was first opened. During hospitalization, she received intravenous fluids, long lasting insulin, 10 units of fast acting insulin, and a central line for insulin as corrective treatment, which resolved the issue. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.